Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
It was reported that the ventilator had a screen fault. Reportedly, the 'screen blinked and the handwriting smudged'. There was no patient involvement. The service engineer (se) inspected the device. The se found that the issue was due to the video graphic array (vga) board. It was reported that the customer found a third party to service the ventilator due to price. The vga board was replaced by the third party to address the reported issue.